Manufacturer narrative:
Addendum for follow-up information received on 22-sep-08: the physician reported via a sales representative that the analytic results showed hashimoto's thyroiditis. No further information provided. Additional information received on 02-oct-08: ptc (pharmaceutical technical complaint) has been initiated: (B)(4).

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who was treated with poly-l-lactic acid during two sessions in one week in 2007. Poly-l-lactic acid was injected in the malar and peri-oral-jawbone regions. Relevant medical history was not mentioned and concomitant medications were not taken. It was reported that the patient is very slim and is a nurse. Sometime in (B)(6) 2008, one year after poly-l-lactic acid injection, the patient developed granulomas. Radiofrequency and intra-implant serum were given as treatment for this event. At the time of this report, the event remains ongoing. Reporter's causality assessment: not provided.